Event description:
The initial reporter received questionable elecsys tsh and elecsys ft4 IV results from six patient samples tested on the cobas e 411 analyzer (disk system). Patient sample 1 on (B)(6) 2025: the initial ft4 IV result was <0.500 pmol/l. The repeat result was 100.0 pmol/l with a data flag. Patient sample 2 on (B)(6) 2025: the initial ft4 IV result was <0.500 pmol/l. The repeat result was 9.56 pmol/l with a data flag. Patient sample 3 on (B)(6) 2025: the initial ft4 IV result was 0.5000 pmol/l. The repeat result was 18.59 pmol/l with a data flag. The repeat result was deemed correct. Patient sample 4 on (B)(6) 2025: the initial ft4 IV result was <0.500 pmol/l with a data flag. The repeat result was 17.52 pmol/l. Patient sample 5 on (B)(6) 2025: the initial ft4 IV result was <0.500 pmol/l. The repeat result was 12.24 pmol/l. Patient sample 6 on (B)(6) 2025: the initial ft4 IV result was <0.500 pmol/l. The repeat result was 18.35 pmol/l. The initial tsh result was 0.028 pmol/l. The repeat result was 3.14 pmol/l. The reference ranges were not provided. The initial results were not reported outside of the laboratory, as they were deemed low compared to the other thyroid assays, prompting the rerun of the patient samples.

Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The instrument-related data did not indicate any issues. The field service engineer (fse) inspected the analyzer and verified that it is working according to specifications. The investigation did not identify a product problem.